Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. Prior to the procedure, prophylactic antibiotics were administrated and, 1 day prior to the procedure, aspirin was given. During pre-transseptal puncture, heparin was administered. On 2021 a left atrial appendage (laa) closure procedure performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successful with the placement of the device with complete laa seal and deployed device diameter of 19 mm. Later that same day the patient developed a pericardial effusion. As per the laa imaging, the size of the pericardial effusion was 5 mm. Medication was given, blood was transfused and a pericardiocentesis and pigtail drain insertion were performed as an interventional procedure to treat this event. On the same day, the event was considered recovered/resolved without residual effects. On (B)(6) 2021, the patient was discharged home.